Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: (B)(4), implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that one day post implant, an x-ray revealed that the right ventricular (rv) and atrial leads had dislodged. It was also reported that the leads were sensing ¿inappropriately." The rv and atrial leads were repositioned and remain in use. The patient is a participant in the (B)(4). No patient complications have been reported as a result of this event.